Event description:
(B)(4). Same case as MDR #2134265-2012-07068. Same patient as MDR #2134265-2012-07067, MDR # 2134265-2012-07070 and MDR # 2134265-2012-07072. It was reported that during a stenting treatment procedure, vessel recoil occurred. In (B)(6) 2010, the patient presented with shortness of breath and a positive stress test. The patient was subsequently diagnosed with cardiomyopathy and cardiac catheterization was recommended. The first target lesion was located in the proximal left anterior descending artery (lad) and was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus liberte stent, with 0% residual stenosis. The second target lesion was located in the mid lad and was treated with pre-dilatation and placement of a 2.25 x 28 mm taxus liberte stent, with 0% residual stenosis. The third 80% stenosed, 30mm x 2.25mm, target lesion was a de-novo lesion located in the 2nd diagonal. The third target lesion was treated with pre-dilatation using a 2.00 x 20 mm apex balloon and a 2.00 x 40 mm apex balloon, resulting in recoiling. The 2nd diagonal was treated with placement of a 2.25 x 32 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).